Event description:
Reported as unable to draw fluid.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate no blockage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the reported events under warnings as follows: "care must be taken to the access port in a stable position away from the areas that be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustment."